Manufacturer narrative:
Updated sections: PMA/510k, if follow-up, what type, device evaluated by MFR. Trackwise ID # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on both the handle as well as the jaws. Blood and charred tissue were observed on the heater wire. The heater wire was observed to be detached at the tip from the hot jaw but remained attached to the base of the hot jaw. The heater wire was observed to be bent. The silicone insulation on both jaws was observed to be intact with no defects. No other visual defects were observed. Based on the returned condition of the device, the reported complaint ¿peeled jaw¿ was not confirmed and analyzed failure mode "material twisted/bent wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the tip of the hemopro ii jaws "dislodged". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the tip of the hemopro ii jaws "dislodged". A replacement device was used to complete the procedure. The hospital did not report any patient effects.